Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the therapy was not working and they had it turned up so high that it was painful and they were going to the bathroom 3 times an hour. The issue started 2 months ago, in april. The caller has tried calling dr's office 3 times and asking for an appointment with him and the manufacturer representative, but they don't even return the phone calls. They thought by turning the stimulation up maybe it would work better or more efficiently, but now it was not only not working, it was causing them pain. The therapy was shooting right up their vagina. The patient reported that they don't know to use the external equipment, their husband does it for them and the husband is not home. Patient services (ps) reviewed to call back and we will walk them through making adjustments. Additional information was received from the patient (pt). Patient called back as said that now their husband is available and they would like to review programming direction. Caller again said that the stimulation was painful at the higher setting and patient's husband said that decreased by .1 and patient said that it was no longer painful. When asked, patient said that they turned the stimulation higher because they had been going to the bathroom a lot. Agent reviewed general programming guidance including information about programs. Patient's husband switched to a different program and adjusted the setting and after a few seconds patient requested that the setting be turned down a little and then confirmed it was no longer pinching them. Agent encouraged patient to keep track of adjustments and results. On (B)(6) 2025, the patient noted that so far, they'd had no relief of symptoms after adjusting the controller. They had urinary frequency and bladder not emptying. The issue was not yet resolved.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.